Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, green button was pressed but device was unable to fire. The handle could not be squeezed. Another device was used to resolve the issue in order to complete the case. There was no patient injury.